Event description:
It was reported that during an unknown surgery, the healicoils failed. When it was started to tie the knots the anchor came loose. The anchor actually stayed in the bone and the sutures just came completely out of it. Another anchor end was put and as it went to tie it, the same thing happened. In the end, the patient was not harmed and the repair was able to be fixed. The procedure was completed without surgical delay using smith and nephew back up devices. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A clinical review states that according to the report, the retained implantable anchor was left secure in the bone, therefore, micro-motion/and or migration of the retained anchor is unlikely. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.